Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with sensor. The customer changed out her sensor, it turned off for a while, turned it back on and still having issues. Customer went through five sensors from same box and all were bad. The customer reported issues with sensor glucose versus blood glucose. Customer stated her blood glucose is 162mg/dl and sensor glucose is 50, and then went to blood glucose 49mg/dl and sensor glucose 128, now blood glucose is 70mg/dl and sensor glucose 128. Customer's current blood glucose value was 70mg/dl and sensor glucose was 128. Customer declined low blood glucose troubleshooting. The device alerted bad sensor. The customer stated the cannula is not bent.

Manufacturer narrative:
Findings: inspected 1 random opened/used sensor and performed continuity resistance test. Sensor failed per specifications.